Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a pump error alarm. The customer¿s blood glucose was 18 mmol/l. The customer also stated that they changed the battery but the same error occurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm noted.